Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on (B)(6) 2020 during the installation of the subject home monitor at the patient¿s address, it was observed that the patient initiated transfer (pit) button started blinking in green, as expected. Nevertheless, when the user pressed it down, it displayed a red light and, a few seconds later, it lighted in green again and then turned off. The home monitor was reset three times, but the situation did not change. Therefore, the wirex was unplugged and plugged back to the mains, as well as the home monitor, but the same behavior was observed. It was confirmed that the distance between the home monitor and the wirex was appropriate and that the wirex connection was stable.

Event description:
Reportedly, on (B)(6) 2020, during the installation of the subject home monitor at the patient¿s address, it was observed that the patient initiated transfer (pit) button started blinking in green, as expected. Nevertheless, when the user pressed it down, it displayed a red light and, a few seconds later, it lighted in green again and then turned off. The home monitor was reset three times, but the situation did not change. Therefore, the wirex was unplugged and plugged back to the mains, as well as the home monitor, but the same behavior was observed. It was confirmed that the distance between the home monitor and the wirex was appropriate and that the wirex connection was stable.